Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional log files were submitted to monitor the active driveline faults. The log file captured driveline fault alarms throughout the event history. The phase data indicated that there was damaged to the unmonitored wire in phase b (black wire). The patient was having ongoing driveline fault alarms. Log files were reviewed and they confirmed capture of the driveline fault alarms. These events had not affected the functionality of the motor. Additional log files from on (B)(6) 2024 continued to capture driveline fault alarms throughout the event history, and these also did not affect the functionality of the motor. Additional routine log files from on (B)(6) 2024 were sent for review and the event log continued to capture driveline fault alarms throughout the event history. These events had not affected the functionality of the motor. It appeared the black wire may be almost completely fractured.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for evaluation for a patient with known driveline fault despite recent external driveline repair. The log files continued to capture driveline fault alarms throughout the event history. Per the updated phase data, it appeared that the black wire was or was almost completely fractured. Historically relevant events capturing the known driveline fault: the onset is captured under MFR 2916596-2023-01358; reoccurrence post repair MFR 2916596-2024-00571; MFR 2916596-2024-03281.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed driveline fault alarms. Based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively established through this evaluation. The account submitted several sets of log files for evaluation for a patient with known driveline fault alarms. The driveline fault alarms previously appeared to be associated with phase 1 wire damage (cs-196781). The patient continued to have driveline fault alarms, despite a previous external driveline repair (cs-177463). The submitted log files contained events from 08aug2024 - 23aug2024, 08sep2024 ¿ 18sep2024, 04oct2024 ¿ 16oct2024, 30oct2024 ¿ 06nov2024, and 01dec2024 ¿ 04dec2024. A yellow wrench advisory associated with a driveline fault alarm was active throughout the files; however, there was no impact on pump function. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise associated with phase 2. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further related events reported at this time. The relevant sections of the device history records for (B)(6) the driveline, serial number (B)(6) (document 168441), and driveline repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, these sections outline indications of driveline damage, as well as how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3 - date of event - corrected. D4: UDI number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted to monitor the active driveline faults. The log file captured driveline fault alarms throughout the event history. The phase data indicated that there was damaged to the unmonitored wire in phase b (black wire).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms. Based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise; however, a specific cause could not be conclusively established through this evaluation. The account submitted log files for evaluation for a patient with known driveline fault alarms. The patient continued to have driveline fault alarms, despite a previous external driveline repair. The submitted log file contained events from 08sep2024 ¿ 18sep2024. A yellow wrench advisory associated with a driveline fault alarm was active throughout the file; however, there was no impact on pump function. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise no other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number vad-60872, with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) the driveline, serial number (B)(6) and driveline repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, these sections outline indications of driveline damage, as well as how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.